Manufacturer narrative:
Concomitant medical products: etbf2513c166e graft, implant date: (B)(6) 2013, etlw1616c124e graft, implant date: (B)(6) 2013, etew1313c82e graft, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's "heart rate will go down" and the patient was in bradycardia. It was also reported there was concern that the implantable pulse generator (ipg) "let" the heart rate go down. The patient was admitted to hospital for three days. The device remains in use. No further patient complications have been reported as a result of this event.